Event description:
The surgeon implanted a silicone lens but the haptic was damaged as it was being inserted. The surgeon enlarged the incision to remove the lens and sutures were not required. The facility indicated that the damage was due to the overuse of the msi-tr injector.